Manufacturer narrative:
.

Event description:
It was reported that following a tonsillectomy, the patient suffered a post-operative rebleed and had to return to the or to re-cauterize the tonsil bed. The surgeon alleges that the coag energy output has diminished and has affected her results. No additional details were provided regarding the patient outcome, however no further patient complications have been reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. The energy output of the coagulation function did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to re-bleeding include: electrode wear on the used wand which could lead to diminished functionality, insufficient saline flow to the surgical site, the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or blood clot falling off allowing the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.